Event description:
Follow-up with the physician's office found that the increase in seizures was first noted on (B)(6) 2010. The site decided to increase the vns output current from 1.75ma to 2ma at that time. The patient"s seizure frequency fluctuates often as a result of the patient's tubular sclerosis. The physician believes the increase in seizures was related to the nature of the patient's disease but later was a result of the vns being at normal end of service. The relationship of the patient's increased seizure frequency to the pre-vns baseline frequency was not known as the patient was originally implanted in 2004 but the patient did not begin seeing the site until 2008. The patient was seen in (B)(6) 2011 and the patient's seizures were noted as improved and stable. Vns replacement has resulted in improved seizure control as per the site.

Event description:
Additional information was received indicating that the patient's father wanted to have the vns replaced as he felt that "battery is not as strong as it once was." The patient was in the hospital for pneumonia and renal failure that were not related to vns therapy and the father wanted to have the patient's vns replaced since she was already in the hospital. The patient was noted as continuing to have an increase in seizures at that time. An implant card was received indicating that the patient's generator was replaced and was not able to be interrogated at the time of surgery. Lead impedance was noted as ok on the implant card. Attempts for the return of the explanted generator found that it had been discarded following surgery.

Manufacturer narrative:
Additional information received indicates the event date is earlier than previously indicated.

Event description:
It was reported by a vns pt's caregiver (father) that the pt was having an increase in seizures above pre-vns baseline. There has been no change in pt's lifestyle, programming or medications. The treating neurologist is unsure if increased in seizure is related to vns. No intervention has been planned at this time for the pt's increase in seizures.